Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: date of the event is unknown.

Event description:
The customer's doctor reported the customer received readings on her freestyle lite blood glucose meter which were "fluctuating too much". The following readings were reported: 197 mg/dl ((B)(6) 2011 at 9:30 am), 86 mg/dl ((B)(6) 2011 at 6:00 pm) and 153 mg/dl ((B)(6) 2011 at 9:15 am). The customer's doctor also reported the customer took an insulin shot, but the date and time are unknown. It was additionally reported the customer experienced symptoms of dizziness, anxiety and heart palpitations, and the paramedics were called. The customer was reportedly treated with an injection (medication is unknown) and then transported to health care facility. The customer's doctor also reported she was diagnosed with hypoglycemia and treated, but the customer could not recall the treatment rendered. There was no report of death or permanent impairment associated with this event.